Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers wife reported via phone call that the customers blood glucose was high with 492 mg/dl. Customers current blood glucose was 82 mg/dl. She reported that there was something wrong with meter. It was unknown that auto mode feature was active or not during high blood glucose event. The insulin pump will not be returned for analysis. Frn- mmt 332a-rsvr, unomed inf set.